Event description:
The customer's glucose was tested using her doctor's meter and the reading was 275 mg/dl. Her glucose was retested using her contour meter and that reading was 65 mg/dl. The difference between the readings falls in the "c" zone of the parker error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.